Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reportedly available for evaluation; however, it has not been received by zimmer biomet UK not date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a hip resurfacing arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2015 due to an unknown reason. During the procedure, the femoral head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear, scratches and indentations. Root cause of the event was most likely attributed to third party debris, joint laxity, subluxation or sub-optimal positioning; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimise wear of the implant articular surfaces."